Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro cutting blade was not moving properly within the harvesting cannula. They removed from patient for inspection. They determined it was not working properly and removed device from case for complaint submission. A new evh kit was opened to complete the case. No harm to patient

Manufacturer narrative:
Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h, h10, h11. Corrected section: e3-occupation. The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro cutting blade was not moving properly within the harvesting cannula. They removed from patient for inspection. They determined it was not working properly and removed device from case for complaint submission. A new evh kit was opened to complete the case. No harm to patient/ the device was returned to the factory for evaluation on 08/12/2022. An investigation was conducted on 08/23/20222. A visual inspection was conducted. Signs of clinical use and light evidence of blood were observed on the clear tip of the cannula, c-ring, and bisector electrodes. The c-ring and the bisector electrodes were observed to be intact with no visual defects. A mechanical evaluation was conducted. The c-ring was able to be retracted and extended with the c-ring slider with no physical or visual difficulties. The bisector rod was also able to be retracted and extended within the cannula with no physical or visual difficulties; however the bisector blade was unable to be extended and retracted using the toggle. The rocker assembly was unable to be used to extend and retract the blade and did not function properly. The rocker assembly was unscrewed so the individual pieces could be examined. A microscopic investigation was conducted. The pullrod ball was observed to be out of the socket of the rocker arm, providing no connection between the two components. Due to the lack of connection, the assembly came apart when the screws were removed with no physical force used. As demonstrated in the DHR, the device undergoes the final testing described in 90509699 part 6 (tool inspection) to ensure that the assembled device functions as expected before release from the factory. Based on the returned condition of the device, the reported failure "mechanical problem" was confirmed. The DHR, shop floor paperwork was reviewed. The device lot conforms to all applicable product specifications. All device components pass 100% inspection. The DHR, shop floor paperwork is available for review as an attachment to the record. Per 90509699 rev ah, all bisectors are inspected to make sure that the tool extends, retracts and rotates. The bisector is also inspected to make sure that when the toggle actuates, the bisector blade extends and retracts and the toggle rocker assembly remains seated. For the reported failure "mechanical problem", the root cause of the failure of the bisector to extend and retract is due to the disconnection between the pullrod ball and rocker arm socket of the rocker assembly. The root cause of the ball disconnecting from the socket in the rocker assembly is undetermined as the event occurred during the use of the device and the procedural operation is unavailable for our review; however the most probable route cause is due to excessive force applied to the rocker toggle by the user when attempting to retract the blade. Crf/CAPA/scar/ncmr review: a crf/CAPA/scar/ncmr review was conducted for the two year period sep 2020 through aug 2022. There was an overall cr (cr 646044) for the product ¿vasoview 6 pro¿. The cr is currently "closed-no CAPA required. There were no crf/CAPA/scar/ncmr identified for the reported failure mode ¿mechanical problem¿. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device met all product specifications upon release from the factory. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three(3) months). Based on the rational provided above, no escalation to the CAPA process is required. No field actions initiated for the reported failure mode "mechanical problem". There were no consequences or impacts to the patient. The lot # 25163509 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.